Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed a pump stop event while the patient was supported by the power module. Based on past experience with heartmate ii and similar reported events, this stop is consistent with potential driveline damage; however, a specific cause could not conclusively be determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated ldh could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2021. The file captured several intermittent elevations in pump power and estimated flow. A specific cause for these elevations could not be conclusively determined through this evaluation. Additionally, a brief pump stop event was captured on (B)(6) 2021 while the patient was being supported by the power module. Excluding the pump stop event, the pump appeared to have operated as intended above the low speed limit. Multiple attempts were made to obtain additional information from the account regarding the event, as well as the disposition of (B)(6); however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the heartmate ii IFU, ¿introduction¿, lists hemolysis and device thrombosis as potential adverse events that may be associated with the use of the heartmate ii lvas. Section 1 also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the heartmate ii IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines indications of device thrombosis and addresses driveline damage, as well as how to respond to such events. Additionally, under ¿anticoagulation,¿ the IFU outlines recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate ii lvas patient handbook is also currently available. This handbook contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Review of the submitted log file captured intermittent elevated pump power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl including the controller connector was not returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned attached to the pump inlet port. The bend relief was returned attached to the outflow graft which was attached to the outlet elbow. The outlet elbow was attached to the pump outlet port. The bend relief collar was returned attached to the bend relief hardware. Evaluation of the sealed inflow conduit, outflow graft revealed no developed depositions or thrombus formations which would have contributed to any flow issues during support. A deposition of denatured blood was observed adjacent to the outlet bearing ball. Although the contact mark at the distal end of the rotor suggests that the deposition was present during support, the origin and duration of time that it was present could not be determined. Additionally, a specific cause for the presence of the observed depositions could not be conclusively determined; however, they could have contributed to the reported increase in lactate dehydrogenase (ldh). The submitted log file captured intermittent elevated power and flow events throughout its duration. Several elevations were associated with pulsatility index (pi) events. In addition, a transient low speed/pump stop event was captured on (B)(6) 2021 which occurred while the patient was being supported by the power module. Based on previous complaint experience, the low speed/pump stop event that occurred while the patient was supported by the power module could be indicative of a potential issue with the dl. The pump operated as intended before and after this pump stop event. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The jacket, bionate, and metal-braided shield were unremarkable upon visual inspection. Upon disassembly, microscopic inspection of the wires revealed no breaches to the insulation. The dl was submerged in a saline bath for high potential testing. The test did not reveal any current leakage through the insulation of any of the dl wires that would have resulted in an electrical short. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the heartmate ii IFU, ¿introduction¿, lists hemolysis and device thrombosis as potential adverse events that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management,¿ outlines indications of device thrombosis and addresses driveline damage, as well as how to respond to such events. Additionally, under ¿anticoagulation,¿ the IFU outlines recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate ii lvas patient handbook is also currently available. This handbook contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted for increased ldh 2346. The patient had 2 pump off alarms and currently high flows and high powers. A log file was sent in for review which found 2 low speed advisories and 2 pump stops on (B)(6) 2021 at 1421. Speed drops were as low as 0 rpm. The low speed/pump stop events may have been related to something travelling through the pump and interfering with the rotor. The second circumstance would be a possible short to shield with the patient's driveline. The patient had a pump exchange on (B)(6) 2021 due to suspected thrombus. No additional information was provided.